Event description:
The reported description notes that bedside monitor failed to alarm for a low blood pressure measurement. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that bedside monitor failed to alarm for a low blood pressure measurement. No pt harm was reported. Local philips servicing staff has tested the involved monitor on-site and it passed all applicable tests. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.